Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same patient involving three separate products; associated mdrs #2937457-2014-01256, 01257, 01258, 1225714-2014-05208, 05209, 05210, 05211, 05212 and 05213.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2009, a cardiovascular event on or about (B)(6) 2009 and a cardiovascular event on or about (B)(6) 2009 subsequently expired after the use of the product.